Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery and the load sequence. Additionally, reportedly, customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.